Manufacturer narrative:
This investigation was initiated due to a false resistant ertapenem (etp) result for escherichia coli on vitek® 2 ast-n372 cards using software version 8.01. The customer submitted the strain for investigation. The pcr results confirm the absence of carbapenemase. Identification of the submitted organism was confirmed and testing included one card from the customer lot (0220726404 cl) of ast-n372 cards, as well as one card from a random lot (0220625104 rl). The reference method used for the development of the incriminated drug was performed in parallel of vitek 2 testing : broth microdilution (bmd), which was the method used for etp development (etp02n) on ast-n372 card =>mic = 0.004 mg/l susceptible. On vitek 2 v8.01 (aes parameters : casfm/eucast 2018_v1 + phenotypic) : vitek 2 gave etp mic </= 0.12 mg/l susceptible on all cards and lots. The etp mic (</= 0.12 mg/l susceptible) is in agreement with the reference mic (bmd - 0.004 mg/l susceptible) without any category error. Conclusion : false resistant etp customer results are not reproduced in house. The vitek 2 ast-n372 card functioned as intended.

Event description:
A customer in (B)(6) notified biomérieux of false resistant results for ertapenem and c3g (third cephalosporin generation) while testing an escherichia coli strain on vitek® 2 ast-n372 test kit (reference 422241). The customer reported obtaining a false resistant result associated to ertapenem for escherichia coli. The customer stated that during the first test of the e. Coli strain on the impacted lot of vitek®2 ast-n372 card, a false resistant result was obtained for ertapenem and c3g, and the expert system aes gave the phenotype "carbapenemase (blse + or -)." When testing the same strain by pcr, the customer obtained a negative result for carbapenemase, and the alternative method gave an ertapenem mic value=0.03 mg/l, susceptible result. Repeat testing on the impacted lot of vitek® 2 ast-n372 card gave a wild phenotype. The strain was subcultured from a cps or cos media, the age of the strain was 24hours, the macfarland was conformed, the optics checked and appropriate maintenance performed. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.